Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer had to prime the insulin pump multiple times to allow insulin to go through. Blood glucose value went up to 30 mmol/l. It was stated that the customer removed it and the cannula was not bent. It was stated that the problem during prime was the numbers did not appear on screen and did not allow her to finish process. Customer declined to receive a loaner pump. No further info reported.